Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) was notified that patient is deceased. No issue with Device reported. DBS device was not providing stimulation at the time of death. Device was in a Sensing configuration. Cause of death was unknown. Manufacturer representative (rep) reports issue was resolved. Additional information was received from manufacturer representative (rep). Rep sated they do not know if the death was related to the DBS device. Phone call made to healthcare provider (HCP). The line was answered by the (b)(6) . Staff answering the line indicated that requested HCP was not in. HCP staff reported from patient records that the patient died on (b)(6)2026 and that autopsy was declined. Review of records indicated that the implantable neurostimulator (INS) was placed on (b)(6)2026 and that Leads were placed on (b)(6)2026. It was noted that the patient had a vagus nerve stimulator (VNS) for epilepsy. The VNS was not turned off for the DBS procedures as no cautery was used. A note from (b)(6)2026 indicated that the patient was discharged at their baseline following implant of leads following a clear CT (no hemorrhage or pathology). On (b)(6)2026, it was noted that the patient was vomiting and there was concern for aspiration. The patient was reported to have a non-productive cough with poor effort. Chest X-ray was normal. As the patient was also taking oxycodone in addition to Journavx, the physician assistant indicated a need to stop the oxycodone to help with lethargy. On (b)(6)2026 it was noted that the patient was found down and had experienced cardiac arrest/asystole. CPR was performed. There was no report of concern for a brain bleed. The death was due to an unclear etiology. The patient did not have a known cardiac history. No additional information was known.